Event description:
The pt's device was explanted due to need for MRI. There are no reported device related problems. However, the pt has not been using the device with a sound processor. There are no present plans to reimplant this pt.